Event description:
It was reported that the asymptomatic patient presented for a regular implantable cardioverter defibrillator change procedure. During the procedure, fluoroscopy imaging was performed and revealed that the right ventricular lead exhibited externalized conductors. No electrical anomalies were observed on the lead. On (B)(6) 2018, the lead was capped and replaced successfully. The patient was reported to be in stable condition during and post procedure.